Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was further reported that there was suspected vegetation on the leads via echocardiogram. No further patient complications have been reported as a result of this event.